Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient deceased two weeks post the implant procedure. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Event description:
New information was reported stated that the patients cause of death was dilated cardiomyopathy with cardiogenic shock; diabetes mellitus and hypertension. The death was not device related.